Manufacturer narrative:
The reported event of difficulty loosening the ventricle setscrew was confirmed. Analysis revealed the wrenches was incorrectly inserted into the setscrew inset. There are indications that tools other than the abbott-supplied torque wrenches were being used that didn¿t fit correctly in the setscrew inset. The problem is related to the user's incorrect use of the wrenches. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for a pulse generator change out procedure. During the procedure, it was noted that the set screw of the pulse generator was difficult to be removed. The pulse generator was not used, and a new pulse generator was implanted. The patient was discharged with no adverse consequences.